Event description:
It was reported that the device was malfunctioning. Follow-up with the physician's office was attempted, but no information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.